Event description:
The customer contact reported that the device ac power cord was noted to have exposed bare copper wires. The device was returned to the biomedical dept for a report of, "it was locked out, won't stop alarming and switch on the back was broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the device ac power cord was noted to have exposed bare copper wires. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the wall plug was missing on the ac power cord. Due to the missing wall plug, the conductors were exposed. The missing ac power cord plug made the device inoperable. Further testing found the lockout switch was broken off; however, it was able to be toggled and functioned as expected. The probable cause of the missing ac power cord plug and the broken lockout switch was physical damage. This report represents all the info known by the reporter upon query by hospira personnel.